Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received pump error alarm. The customer¿s blood glucose level was 110 mg/dl at the time of incident. Customer was able to clear the pump error alarm and able to complete insulin pump rewind. Customer performed displacement test, however insulin pump received pump error. The customer was advised that the insulin pump needed to be replaced and revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device alarmed pump error 38 during motor rewind. Per visual inspection found traces of corrosion on the home motor switch due to insulin leaking into the device. Unable to perform displacement, rewind, seating, basic occlusion, force sensor, occlusion tests due to pump error 38.